Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a patient with polycystic kidney disease, hypertension, and end-stage renal failure had undergone hd (hem odialysis) via a left-tunneled line. They tried 1 hour at 5 p.m. On the ward. Only around 20 l (liters) were processed during the session. They took 0.5l of fluid off¿around 0.1l off so far. Standard cleaning of dialysis catheters was with green clinell device wipes, 2% chlorhexidine, 70% alcohol, and bd chloraprep on dressing change days. There was no reported patient outcome.